Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Device remains in service at this time. No adverse patient effects were reported.additional information was received. This pacemaker was successfully replaced without incident. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This pacemaker remains in service at this time. No adverse patient effects were reported.